Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the device powered up with a distorted display. The distortion was intermittent. As a result, the main processing unit (mpu) circuit board was replaced. It was also noted that the electrocardiogram (ECG) connector was loose and the system fan was noisy. Product ID: 2067, radiofrequency head; product ID: 229047 analyzer (B)(4).

Event description:
It was reported that when the programmer is turned on, the screen is scrambled and discolored, then becomes very dim. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.